Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable causes for the reported event are as follows: it is presumed that the event was caused by user's handling. From the information reviewed in this event, it was confirmed that the acoustic lens was partially peeled off, so there is a possibility that sharp objects, such as rubbing the distal end strongly with nails, fingers, brushes, etc., hitting sharp objects, were stuck. It is presumed that the acoustic lens was partially peeled off by it and further external force was added from the status. In addition, as a result of DHR review, it was confirmed that the product was shipped in a condition where the specifications were met. The instruction manual states ¿when confirming the instruction manual at the product shipment related to "important information please read before use"", the following was described: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and findings revealed sticky residue and dents on the returned scope. Additionally, the probe revealed a cut which appeared to be peeling of the device material. The device was evaluated however; cause of the evaluation findings cannot be determined.

Event description:
The customer reported a miscellaneous issue related to damage to handle. No additional information was provided and there was no patient involvement reported.